Event description:
It was reported that during insertion with bd cathena- safety IV catheter, bd multiguard technology it was difficult to advance and was discovered that the needle had punctured the catheter. There was no patient impact. The following information was provided by the initial reporter: ¿while inserting a #20 peripheral IV, rn had difficulty advancing the catheter over the needle. When she removed, it appears that the needle punctured the catheter. Product is bd cathena- safety IV catheter, bd multiguard technology. Lot number is 2215681.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jul-2023. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed that the needle pierced through the mid-section of the catheter, and there were blood stains in the catheter tubing. Bd determined that a possible cause of the failure could be related to the handling of the product during use. However, since the product was returned used, we cannot confirm how the product was exactly used, so this root cause cannot be confirmed. Our manufacturing process was reviewed and there are currently controls in place to detect and reject the defect observed. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion with bd cathena- safety IV catheter, bd multiguard technology it was difficult to advance and was discovered that the needle had punctured the catheter. There was no patient impact. The following information was provided by the initial reporter: ¿while inserting a #20 peripheral IV, rn had difficulty advancing the catheter over the needle. When she removed, it appears that the needle punctured the catheter. Product is bd cathena- safety IV catheter, bd multiguard technology. Lot number is 2215681.